Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number:sc-2317-50, serial number: (B)(6), batch/lot number: 5142061, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI): (B)(4). Number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 5097295, model/catalog description: nfinion cx lead kit, 50cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation even at a high setting. It was also reported that occasionally patient was jolted when it reconnected. The patient underwent spinal cord stimulator (scs) explant procedure. No further information could be obtained.